Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date at an undisclosed location and mesh was implanted. It was also reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 04/11/2017. It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted. It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, recurrence, dyspareunia and neuromuscular problems. It was reported that the patient underwent mesh revision on (B)(6) 2011 by dr. (B)(6) at (B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2012 by dr. (B)(6) at (B)(6).

Manufacturer narrative:
Additional information: additional narrative: it was reported that the patient concurrently underwent laparotomy through a pfannenstiel incision with enterolysis, bso, pubovaginal sling using autologous fascia, and cystoscopy.